Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: 12 were not hollow could not inject anything out of it. No hole in needle.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. 7pcs retention samples were checked on IV point, all result meet product specification. Pen needle product has 100% IV point inspection by visual system, and defect part will be rejected automatically. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 12 bd ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: 12 were not hollow could not inject anything out of it. No hole in needle.